Event description:
It was reported that a patient underwent an open reduction internal fixation, orif, on the right fractured ankle on (B)(6) 2012 and a drain was placed. On (B)(6) 2012, the drain was difficult to remove and it broke when the surgeon pulled it out. On (B)(6) 2012, the patient underwent another procedure to remove the residual drain and the specimen was about 3 cm long. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional information: the actual device involved in this event was returned for evaluation. One piece of drain about 3 cm long was received. The piece is very indented on both ends and has a few additional cuts in the middle. It is likely that the drain was damaged by the end user.